Manufacturer narrative:
Device investigation narrative - one service replacement powermax elite motor drive unit, part number 72200616s was received on december 21, 2016 and confirmed to be serial number (B)(4). A functional evaluation was performed and presented a motor stall error and heating of the hand piece. Corrosion was observed on the cable assembly connection and gearbox fork assembly. The motor/gearbox assembly could not be removed from the housing for further assessment due to corrosion. A review of the manufacturing records shows that this unit was released to distribution on or about february 17, 2014. The root cause of this event was identified to be associated with corrosion of the motor and gearbox assembly. A motor stall condition will result in increased current draw from the control unit which will heat the motor and hand piece housing. Factors which can contribute to gearbox corrosion include cleaning and sterilization methods and the chemicals involved. A corrective action has been initiated to mitigate future recurrence of similar events device returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the mdu hand control powermax shaver does not work and is generating heat. This occurred before the procedure. A backup device was available and used to complete the procedure. No delays or patient injuries were reported